Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 400 mg/dl. The customer alleged ¿something was wrong with the pump¿. Reportedly, the customer required assistance from a nurse to change the pump cartridge and administer a manual injection to address bg level. Tandem technical support performed a pump system check and verified the pump functioned as intended. Recommendation was made to discuss diabetes management with a health care professional.